Event description:
The closure screw (l5, left) became loose. It was found at the follow-up in december 2001. The screw remains implanted. No adverse consequences for the patient reported at this time.